Event description:
Pt had dt heartware ventricular assist device implanted at (B)(6) hospital in 2021 and was followed by their cardiac team. On (B)(6) 2024 the pt was brought to (B)(6) by ems after sustaining a cardiac arrest at home after "controller malfunction error" of the vad. Family member changed out the controller, called 911 and initiated CPR until ems could arrive. Stat CT brain showing l frontal cva(cerebral vascular accident) with hemorrhage versus cortical necrosis. Pt admitted to cardiovascular ICU for treatment. Medtronic rep notified, cardiac team at (B)(6) notified vad remains implanted in pt.